Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, user was unable to turn the boom's head. The user reinstalled the drape but the issue persisted. The drape was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay was reported.

Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.